Event description:
Customer stated the device showed signs that pins 4, 6, and 12 were discolored on the device. Screen will not display. Requested the device be returned for evaluation and replacement product was sent.